Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: an x-ray was performed on the patient after a wire on the mega suturecut needle driver instrument was found to be frayed during the da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received uf/importer (B)(4) with the following event description: davinci mega suturecut needle driver, a reusable robotic instrument, broke during robotic laparoscopic surgery. The wire cable frayed during normal usage by surgeon and noticed immediately. Surgery was stopped as instrument gently removed from abdomen. Instrument was noted to have all pieces present when removed from abdomen. An x-ray performed at the end of the case was negative for foreign body. Per inventory management on davinci surgical console, instrument was not expired.